Event description:
It was reported that irinotecan leaked from between the bd phaseal¿ protector p14j and vial connection during use. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about leakage from the connection between p14j and a vial. The drug used is irinotecan."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-09-28. H6: investigation summary: one protector connected to a vial was returned to our quality team for investigation. The product was visually inspected, it was noted the protector was connected to the vial at an incline. As a result, the needled penetrated the rubber stopper of the vial off center, damaging the protector needle and aluminum cap of the vial. Functional testing was performed, liquid inside the syringe could successfully move to the vial and back to the syringe without issue and no leakage was observed. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. Based on the investigation results, it was determined that the protector was not properly connected to the vial which resulted in the leak reported. Although no leak was observed after testing customer samples, a bad connection between the protector and vial performed by the user can be established as the root cause of the event reported. The protector must be attached completely vertical when attaching onto the vial. The m12 assembly fixture is recommended to ease the connection of the protector to the vial.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that irinotecan leaked from between the bd phaseal¿ protector p14j and vial connection during use. The following information was provided by the initial reporter, translated from (B)(4) to english: "this is a report about leakage from the connection between p14j and a vial. The drug used is irinotecan."